Event description:
The customer reported that they had a patient incident that occurred between 0445 to 0840 on (B)(6) 2014 and would like an event log review. No patient harm or medical intervention was reported. Although requested, no additional information was provided. Manufacturer's report number: 2016493-2014-00590. (B)(4).

Manufacturer narrative:
(B)(4). Suspect device not received, pc unit & log review only. The requested log review was completed. The pc unit was returned; however, the suspect pump module was not returned for investigation. The customer provided no information about any infusions. The log analysis noted that the pump module sn (B)(4) was responsible for the infusion of the drug midazolam_drip, and had its dosing increased. The infusion had a dosing entry of 0.16mg/kg/h entered on (B)(6) 2014 at 06:33am. The dosing was increased to 1.6mg/kg/h at 07:54am. Four minutes later the dose was decreased to 1.22mg/kg/h. Six minutes later the user accessed the device and decreased the dose to 0.12mg/kg/h. The total calculated volume infused for the time period the dosing is believed to have been increased in error was 0.9959ml. Every increase in dosage over the limit of 0.5mg/kg/h resulted in a soft guardrails alert which was overridden by the user. The log review did not find any other anomalies with the other modules programming or infusion performances. It is not believed that a device malfunction occurred. The root cause for the customer's request of a log review for a patient incident is not definitely known but is suspected to be associated with programming by a user.